Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise which resulted in the delivery of 4 inappropriate shocks. This noise also resulted in pacing inhibition. However, the patient had an underlying rhythm of 60 beats/per/minute. This observation was made while the patient was being transferred from the cath lab to his room. Technical services (ts) discussed possibilities for the noise, including a loose connection, possible emi, myopotential oversensing, or a damaged seal plug.